Event description:
A display issue was reported by a distributor involving a pump with a pixel problem that made it difficult for the customer to read the screen. There was no adverse impact reported to the customer's blood glucose level, as levels remained within the normal range. The support team arranged for the replacement of the pump, advised using multiple daily injections as a backup for insulin delivery.